Event description:
Synthes (B)(4) reported: patient sustained a distal radius extra-articular fracture on (B)(6) 2013 and was treated on (B)(6) 2013 with a lcp volar distal radius plate extra-articular and an unknown number of 2.4mm lcp locking screws. The patient was also treated with a removable cast. On (B)(6) 2013 the patient returned to the surgeon with pain in the distal radius. It was determined that all but one proximal screws (212.8xx) were broken, and there was a non-union. On (B)(6) 2013 the surgeon removed the plate and all broken screws and performed an osteotomy/clasy. The radius was shortened and a longer lcp volar distal radius plate extra-articular was implanted. Surgery was performed without incident. This event is the first of two revision surgeries for this same patient for broken screws and non-union. The patient's status following the revision surgery was reportedly stable. This is report 1 of 1 for the first of two revision surgeries (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event is unknown. This report is for an unknown amount of 2.4mm locking screws. Only a partial part number was provided (212.8xx). Investigation could not be completed, no conclusion could be drawn as devices were not returned. A complete part number was not provided and lot numbers were not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.